Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a power on reset (por) occurred on the leadless implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the por occurred due to a bit flip and that the date of the last interrogation as recorded by the ipg was incorrect. It was also reported that the patient experienced a collapse and fatigue while in a hot climate. The patient was noted to have had a computerized tomography (CT) scan. The ipg was interrogated and remains in use. No further patient complications have been reported as a result of this event.